Event description:
Customer reported device base unit will not download. Customer stated it appeared water had been spilled on the device. The base unit was found with the power cord fused into it. A request was made for return product and replacement product was sent.